Event description:
The customer reported that there was low audio on the mx40 telemetry device. A the repair bench it was found that there was no audio on the device. The device was not in use on a patient. No adverse event involving patient or user was reported.